Event description:
It was reported that the customer was hospitalized with high bgs. Technician began troubleshooting with the customer's spouse and instructed spouse to have the customer call back when customer is able to conduct further testing.